Manufacturer narrative:
The device was inspected onsite by an olympus representative. A root cause could not be identified. Based on the results of the investigation, it is likely the coating of the image guide tube was peeled due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited peeling of the insertion tube coating (greater than 1mm2). There was no patient involvement.